Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis with the guide wire exit notch torn. The reported material deformation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while unpacking a 2.75x18mm xience prime rx stent delivery system (sds) the stent strut was noted to be flared. There was no resistance noted while removing the protective sheath/stylet. The device was not used and there was no patient involvement. Another 2.75x18mm xience prime was used to successfully complete the procedure. There was no clinically significant delay in the procedure. Return device analysis revealed that the device was returned with the guide wire exit notch torn. No additional information was provided.